Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was clamped down on tissue, the surgeon went to fire it; a pop sound was heard and nothing happened. It did not fire. One of the handles did not return to its original position. The device was removed and a new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Yoke teeth. The analysis results found that an (B)(4) device was received with the firing and clamping mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger and yoke teeth were found broken. While no conclusion could be reached as to what caused the firing and closing mechanism to fail, it is possible that the device was clamped on tissue thicker than indicated. When this scenario occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.